Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.  Clinical investigation: based on the available information, it can not be determined what caused the patient¿s event of hernia. However, at this time, there is no documentation that indicates a liberty select cycler deficiency or malfunction was associated with the hernia event. It is unknown if the hernia was pre-existing prior to the start of pd therapy. Hernia is a well -known potential complication in pd therapy due to increased intra-abdominal pressure from the dialysate which can exacerbate pre-existing weaknesses in the supporting abdominal wall structures, leading to hernia formation.

Event description:
Upon review of medical records received for a separate event, it was discovered this patient on continuous cycling peritoneal dialysis (ccpd) underwent a hernia repair on an unknown date. No further details surrounding the patient¿s inguinal hernia event are known. At the time of this clinical investigation, there have been no reported liberty select cycler product deficiencies or malfunctions associated with the patient¿s inguinal hernia event.